Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by a failed motor and loose mount screws. The failed motor assembly and screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the system error 105. There was no pt involvement.